Manufacturer narrative:
The lens was not returned for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the lens was inserted and removed during the same procedure on (B)(6), 2012, due to a catastrophic patient complication at the time of the surgery. The patient experienced a choroidal hemorrhage and expulsed via implant and necessitated removal of the lens. There were no patient complications attributed to the lens and the patient went home aphakic and was healing. It was stated that the device was returned for evaluation; however, upon receipt only packaging was received without the lens.